Event description:
During a routine check a clinician observed leaking at the IV site, she attempted to flush without success. She contacted the IV nurse who removed the dressing and found that a portion of the catheter was missing. The IV nurse manager reported that "approx one inch of the catheter material was sheared off". X-rays were taken of the arm and chest. The severed catheter fragment was not found. The pt, an 83 y/o female in a confused mental state, suffered no adverse effects from the incident. The hosp will not release the catheter for analysis.